Event description:
It was reported that a home patient failed to follow therapy steps during dwell one of five of peritoneal dialysis therapy. The patient stated to have connected the bags to the wrong line. The patient would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.